Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 207 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported being at a bakery shop and remembers people asking to give her orange juice and called emergency medical technicians (emts). An emt checked the patient's blood glucose (bg) and it was 27 mg/dl. Patient was treated with glucagon. Patient's bg was at 70 mg/dl after about fifteen (15) minutes. Patient's bg reached 107 mg/dl ten (10) minutes later and she checked the cgm and it was at 47 mg/dl. Patient was not transported to hospital. Prior to the event, patient reported dosing 1 unit of insulin to offset sugar in her coffee. The cgm reading at the time of dosing was 298 mg/dl. At the time of contact, patient is stable. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported being at a bakery shop and remembers people asking to give her orange juice and called emergency medical technicians (emts). An emt checked the patient's blood glucose (bg) and it was 27 mg/dl. Patient was treated with glucagon. Patient's bg was at 70 mg/dl after about fifteen (15) minutes. Patient's bg reached 107 mg/dl ten (10) minutes later and she checked the cgm and it was at 47 mg/dl. Patient was not transported to hospital. Prior to the event, patient reported dosing 1 unit of insulin to offset sugar in her coffee. The cgm reading at the time of dosing was 298 mg/dl. At the time of contact, patient is stable. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. It was reported that the same bg meter was not used throughout the same sensor session. Labeling states: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands. It was reported that the patient did not enter fingerstick values promptly. Labeling states: it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value.